Manufacturer narrative:
During the displacement test, the battery popped out of the battery compartment. This is due to the cracks in the battery threads of the case. The battery threads were no longer able to hold the battery cap in place. Unable to perform the displacement test due to the loose battery threads. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. There¿s also another crack in the battery threads which starts at the left belt clip rail and runs horizontally across the side of the unit to the front. As a result of these cracks, a huge chunk of the battery threads would break off were it not for a piece of tape holding it together. (B)(4).

Event description:
Information received by medtronic indicated that battery compartment broke off. Customer also stated battery was not working at all. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.